Event description:
--

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this chronic implantable right atrial (ra) lead exhibited high impedance measurements. At a normal device change out procedure the lead exhibited high out of range measurements when connected to the new device. The lead was tested through a pacing system analyzer (psa) which also yielded high out of range measurements. The physician elected to leave the lead implanted with the new device and will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this lead was explanted. The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead consistent with damage caused by the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.